Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 114 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Other blood glucose value was 14.46 mg/dl and 108 mg/dl and 104 mg/dl. Other sensor glucose value was 55 mg/dl and 86 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: unknown. Threshold/low suspend limit in sensor settings was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device was not expected to be returned for analysis.